Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After this lead was implanted approximately 8 years, high shock impedance values were reported via home monitoring. All other electrical parameters were reported to be ok. At the moment we do not have any further information with regard to revision procedure. Should we receive more details, this report will be updated. The event and implant date were not provided. No adverse patient side effects have been reported.